Manufacturer narrative:
(B)(4)investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Product started to deploy but then stopped resulting in the device being removed and replaced by a different one."as per cc form": the case was proceeding as normal until halfway through the stent deployment when it was impossible to advance or retrieve the stent.

Event description:
Supplemental report being submitted due to the device being evaluated at cirl on 12-may-2021.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to completion of investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1699737 involved in this complaint device was returned for evaluation, open without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Please note this device was initially returned with incorrect lot number and was initially labelled incorrectly under (B)(4). This error was rectified as clarification on correct pr numbers and lot numbers for devices. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 12th may 2021. In summary the following results were observed in the lab evaluation: ¿stent fully deployed and detached from delivery system on return. Lock wire was not return. Handle was actuation fine for deployment and recapture. From additional information provided: " stent was not fully deployed during procedure but was detached from introducer for return of device. Incorrect size wire guide used olympus visiglide 0.025 documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1699737 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1699737; upon review of complaints this failure mode has not occurred previously with this lot # c1699737. As per the instructions for use, ifu0062-5 which accompanies delivery system description and instructs the user to "the stent is mounted on an inner catheter, which accepts a .035-inch wire guide, and is constrained by an outer catheter." There is evidence to suggest that the customer did not follow the instructions for use and as per additional information received the 0.025-inch wire guide was used. Root cause review: a definitive root cause could be attributed to user error, the investigation has determined that there is evidence to suggest that the customer did not follow the instructions for use, as per additional information received the 0.025-inch wire guide was used. Summary: customer complaint is confirmed based on customer testimony. There have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.